Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implantable cardioverter defibrillator (ICD) implant procedure. Post procedure, remote transmission received from the device revealed that the patient's ICD had exhibited pacemaker-mediated tachycardia (pmt) which resulted in ventricular tachycardia (vt) induction. The patient's device appropriately responded to the vt and delivered shock to convert the rhythm. Programming changes were made. The patient was stable.